Event description:
It was reported that the customer passed away in (B)(6) 2021. Per the contact, the customer experienced diabetic ketoacidosis prior to death. At the time of this report, pump data is not available for review. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.